Manufacturer narrative:
This report is being submitted to relay corrected information and additional information and device evaluation. Correction: based on the additional information it was confirmed that the implant device had not fractured, but that the implant tooth site suffered bone loss. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: investigation patient codes were updated: 2377. H6: investigation device codes was updated: 2993. H6: investigation method codes were updated: 4109, 4111, 3331 and 4110. H6: investigation results code was updated: 213. H6: investigation conclusion code was updated: 4310 and 4315. H10: narrative/data was updated. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and 1 other relevant complaint was identified. As documented in the summary investigation, contributing factors for the reported event likely exist outside of zimvie control, including those related to medical conditions / patient habits and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation and no association between the dental implant and bone loss was found that can explain these events. Therefore, the reported event remains non-verifiable as it is a medical condition. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for bone loss problems reported in association with implant failure have not identified any signals indicating potential non-conformances impacting the manufacturing and sterilization processes. Therefore, escalation to CAPA is not required.

Event description:
Additional information was received, updating the reported event. Based on the additional information it was confirmed that the implant device had not fractured, but that the implant tooth site suffered bone loss.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. G4: additional PMA/510(k) number, k011028/k013227. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #6 was removed as the implant had fractured.